Event description:
This is a solicited case report received from a consumer via social media in united states on (B)(6)-2015 which refers to herself. She is a female consumer of unspecified age who was involved in a active online listening, study number: (B)(4). Study description: essure® generic active online listening. Consumer reported that she broke her toe because she got dizzy (again) and associated these events to essure. No additional information was provided. Follow-up received on (B)(6)-2015: information received from consumer via social media states that the last six months of her life has been hell between essure and lupus. Ptc investigation result was received on (B)(6)-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: this is not a confirmed report via social media. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. A broken toe and dizziness are not known failure modes related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In this particular case, consumer stated that she broke her toe because she got dizzy due to essure. The reported adverse events are not indicative of a quality deficit per se and were considered unrelated by company. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on (B)(6)-2015: consumer reported (via social media) she was at 12 days post-operative from essure removal and she has all sorts of pain in her belly. Follow up information received on (B)(6)-2015: ptc assessment updated received without major changes. No new failure mode has been identified. Case considered closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and some time later, had essure removed. This event is serious due required intervention and listed in the reference safety information for essure. If essure removal is necessary, surgery may be required. In this case, limited information was provided. The consumer stated she was at 12 days pos-op from essure removal. Given its nature, the reported event is assessed as related to essure use. This case was previously regarded as non-incident. Upon receipt of follow up information (via social media) it was upgraded to incident. Other non-serious events were informed. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.